Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the clinic for a routine follow up. During attempts to interrogate the pulse generator, it was noted that the rf telemetry session was unusually slow and only wand telemetry was available. A device software download was successfully performed which resolved the issue. No patient symptoms were reported. The patient would continue to be monitored.